Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator replacement procedure, the atrial lead was capped and replaced on (B)(6) 2017 due to a sensing anomaly. Additional information has been requested but not received. No further information is available at this time.